Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system heard the device beeping. Subsequently, a successful patient-initiated interrogation was sent and the shock impedance of this right ventricular (rv) lead was found high out of range. Technical services (ts) noted no sudden jumps and trending increasing over time. Additionally, ts recommended to performed a defibrillation threshold (dft) test and reprogrammed the device. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system heard the device beeping. Subsequently, a successful patient-initiated interrogation was sent and the shock impedance of this right ventricular (rv) lead was found high out of range. Technical services (ts) noted no sudden jumps and trending increasing over time. Additionally, ts recommended to performed a defibrillation threshold (dft) test and reprogrammed the device. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, during an in person follow up, out of range shocks lead impedances were found. Upon review there were no alerts or out of range values on latitude. The technical services (ts) discussed that the saturation of the daily measurements is approximately 260 ohms and commanded is mayor than 200 ohms. The measurements are likely not greater than 260 ohms. The ts recommended a defibrillation threshold (dft) test. This rv lead remains in service. No adverse patient effects were reported.